Event description:
Two patients have experienced a staph infection after surgery to implant pioneer surgical devices as well as novabone putty. Pioneer surgical has submitted MDR's related to these two cases. Both patients contracted staph infections, site irrigation was performed on each and both patients were placed on antibiotics. Both patients were released after 3 days from the hospital.

Manufacturer narrative:
Manufacturing, sealing and sterility records verify product was manufactured according to specifications with no deviations or non-conformances associated with the lot.